Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 225cc mentor smooth round moderate profile prosthesis being used for a primary breast reconstruction exhibited defective valve intraoperatively. The surgeon attempted to connect the tube to the saline implant prior to insertion. However, the tube did not connect to the valve correctly. As a result, the surgery was completed successfully with a back-up saline implant, a 225cc mentor smooth round moderate profile prosthesis (catalog #: 3501630, right serial #: (B)(4)). No patient consequences or procedural delays were reported. At the time of this report, there is no evidence of a need for additional surgical intervention, but a supplemental report will be sent if additional information is received.

Manufacturer narrative:
On 2-mar-2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak testing of the returned device. During visual analysis, no damage or anomalies were observed on the return device. Leak testing was performed in accordance with mentor procedures, and the liquid passes through the valve as expected. Additionally, no leaks sites were detected. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).